Manufacturer narrative:
Returned product consisted of a jetstream xc-2.1 atherectomy catheter. A visual examination identified multiple damaged areas on the shaft. It was noticed that the catheter shaft was buckled in 2 places proximal the tip. The 1st buckled area was approximately 23cm from the tip and the 2nd buckled area was approximately 31cm from the tip. Functional testing is not possible due to the damage on this device. The buckling causes the fluid to back up inside of the infusion sheath and cause the infusion sheath to burst proximal of the buckling. This was the case on this device. The damaged area of the infusion sheath was approximately 53cm from the tip. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually cause by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft ruptured. A 2.1mm jetsream xc catheter was being used in an atherectomy treatment procedure. The physician performed two runs with the blades up and blades down. Intraluminal gain was achieved and the device was removed from the patient. The physician decided to perform another run. The physician felt some resistance during insertion of the device through the sheath. The device was removed from the sheath and it was noticed that the body of the outer layer catheter near the tip was deformed/ruptured. The physician decided not to proceed with atherectomy and completed the procedure with angioplasty successfully. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft ruptured. A 2.1mm jetsream xc catheter was being used in an atherectomy treatment procedure. The physician performed two runs with the blades up and blades down. Intraluminal gain was achieved and the device was removed from the patient. The physician decided to perform another run. The physician felt some resistance during insertion of the device through the sheath. The device was removed from the sheath and it was noticed that the body of the outer layer catheter near the tip was deformed/ruptured. The physician decided not to proceed with atherectomy and completed the procedure with angioplasty successfully. No patient complications were reported and the patient was stable.